Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient was infused with unspecified albumin (dose, route and frequency not reported) for peritonitis. On an unreported date pd therapy was discontinued and the patient was started on hemodialysis. At time of this report the patient was not recovered. No additional information is available.